Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200356 investigation did not show issues related to the complaint. The device has not been returned for investigation.

Event description:
We are having issues with the stapler unloading too and then not working. Four to five staplers did not work: not deploying a staple or not bending the staple into the skin.